Manufacturer narrative:
Other, other text: the device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the endotracheal tube was malleable when new, this issue is exacerbated when tube has been in situ and heated to a patients body temperature. The tube kinks easily and endotracheal tube remains in situ, to remove and replace carries risk. Advice given to nursing and medical staff. Vigilance maintained throughout patients stay. Product range removed from unit and stock from a different manufacturer now available. There was no additional information provided.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: catalog number is unknown. D4: UDI information is unknown. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown.